Event description:
It was reported that: a neonatal pt was connected on babylog 8000 ventilator on (B)(6) 2013 and died next day on (B)(6) 2013. According to the rt, the pt at the beginning was stable and chest movement was observed clearly. Later on, the pt desaturated and chest movement was very small during ventilation, even when they raise the inspiration pressure, knowing that the pressure measurement on the device was exactly what is set. So they use the ambu bag to resaturate the pt. According to the rt, before desaturation, the pt suffered from pneumothorax. The pts of MDR 9611500-2013-00024 and 9611500-2013-00025 were twins.

Manufacturer narrative:
The device log has been investigated. The found error codes are not related to the reported event as they have no impact on ventilation. The device was checked by the drager service after the reported event, all tests were passed. Pictures of the used configuration including accessories have been analyzed. The used accessories (pt hose, hme and bacterial filter) are not released by drager in combination with babylog 8000. Hme filters are directly connected to the y-piece. In this position a filter is an additional dead space, expired gas is rebreathed by the pt. The MFR of the hme filter recommends the part for tidal volumes between 50 ml and 600 ml. The filter adds a dead space of 10 ml to the system, which is above the tidal volumes of small neonates. This may have had an impact on the ventilation which was not according to the pt's need. As to be seen on the ventilation history of the pt every time during automatic ventilation the pt desaturated while during manually bagging the pt's spo2 value increased due to the higher applied tidal volumes. The reported incident were not caused by a malfunction of the babylog 8000. The accessories which are tested and released for use in combination with the babylog 8000 are listed in the instructions for use. A warning statement is given in this IFU only to use accessories from this list. No similar problems are known from other locations. Training has been provided to the customer.